Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue: ¿the product was locked "as per complaint form": when he retired catheter prosthesis was not released and has been hooked to the catheter. He used another one without problem.¿ the following additional information was provided: ¿when we being inside the tube, the trigger was activated but the catheter didn't move. It's really that the curvature of the tube was very strong.¿ also provided, ¿the catheter does not move. Force is not transmitted from the trigger to the catheter. I did not leave either partial or total¿. The following clarification on the additional information was provided as follows: ¿yes the scope was in a tortuous path and there are no issues getting the device into the scope¿ 1 x evo-fc-10-11-6-b was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that the lockwire was in place on return of the device. The red safety tab was also in place. The red shuttle deployment marker was at the front of the handle. There was no stent exposure from the sheath on return. A kink was seen in the flexor, however this had no impact on deployment, the device was activated during lab evaluation and it was possible to deploy and retract without resistance felt. The stent was deployed during lab evaluation and no issues were noted with the stent. There were no functional issues found with the device. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. However, as mentioned in the information provided, ¿the scope was in a tortuous path¿ this may have possibly contributed to the difficulties experienced deploying the stent as the device when returned for evaluation functioned as intended. A review of the manufacturing records for evo-fc-10-11-6-b revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence of 'deployment issue that results in the exposed stent removed from the patient with the delivery system' the product was locked. "As per complaint form": when he retired catheter prosthesis was not released and has been hooked to the catheter. He used another one without problem.